Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittent. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor response buttons were not working properly.